Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the threshold suspend feature on his insulin pump wasn't functioning properly. The pump is set to suspend at 60 mg/dl, but when the customer checked his blood glucose it was at 30 mg/dl. The customer stated that he felt light-headed, dizzy, and confused as a result of the hypoglycemic event. Troubleshooting was initiated for the threshold suspend issue. The customer stated that he told his doctor about the event and the doctor may have changed the pump settings; since he has gone to the doctor the threshold suspend now functions as designed. The customer was advised to call the 24-hour helpline back in order to figure out why the pump did not suspend in the first place. No products were returned or shipped.